Manufacturer narrative:
The technician found that the communication cable was pinched. The technician was not aware how the communication cable had become damaged but was most likely due to transport of the bed. Per hill-rom's health hazard evaluation: during usage the pins from the port connected to the facility wall side may become damaged (broken, bent, etc.). The primary root cause for this is that the communication cable is not properly removed from the wall and secured to the bed frame before transporting the bed. When the communication cable is pulled from the wall at an angle there is a potential for the pins/connector to get damaged. This is an inherent product use case issue (potential misuse) and not a product failure to meet the specified performance requirements. Nurse call systems in accordance with (B)(4) requires that the nurse call function be supervised, meaning that if for any reason the circuit is interrupted a nurse call or trouble signal is sent to the nurse's station. What this means is that there is no way for a sidecom communication cable to have a bent pin, broken wire or other issue in the nurse call circuit without the facility staff having knowledge without prior cancellation of a nurse call. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the nurse call function was not functioning. The bed was located in the maintenance area at the facility. There was no patient/user injury reported. (B)(4).